Event description:
After express stent was deployed, as balloon was being removed from artery, part of catheter and balloon came off catheter. Required balloon to be snared and removed. Diagnosis or reason for use: ischemic toe with severe peripheral vascular disease.